Event description:
Information was received regarding a an unknown cadd pump. It was reported that the device alarmed for high pressure as patient's daughter prepared new cassette. She denied any kinks or clamps on the tubing. The current pump is running fine with the current cassette. She was advised to switch to a new cassette, the pump alarmed again with no kinks or clamps present. Once the daughter attached a new cassette with new tubing to the pump and pressed prime, the pump alarmed again for high pressure. She tried switching the new cassette to the former pump, then the call suddenly disconnected. The infusion was life sustaining, and the event is reportedly ongoing. There was no patient, or clinician injury reported.

Event description:
On (B)(6)2021 additional information received: date of event, patient information, pump's serial number was received and the complaint was updated. Additionally, confirmation was given that the event history log will not be provided.

Manufacturer narrative:
Other, other text: additional information received. (Updated b1) the caused could not be established. Corrected the evaluation codes conclusion. (Updated h6e) no findings were available as the pump was not returned. Corrected evaluation codes result. (Updated h6d) the model number, premarket (510k) number, model number, and catalog number were not correctly documented in the initial report. (Updated g5, d4a, and d4b) device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.a manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device., corrected data: the brand name was incorrect, in the initial report. (Updated d1)